Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
It was reported that an anchor would not deploy properly during a procedure. Follow up attempts to obtain additional information regarding the event are ongoing.

Event description:
It was reported that an anchor would not deploy properly during a procedure and that an additional hole needed to be drilled to finish the procedure.